Event description:
Customer tested on unwashed arm and rec'd a reading of 391mg/dl @ 8:30a.m. They were seen by their dr as a result of the reading. At 1:00p.m., the dr who also uses freestyle tested and rec'd a reading of 206mg/dl from the arm. The customer immediately tested with their meter and rec'd a reading of 310mg/dl. The dr provided an insulin shot and two unspecified pills as treatment.